Event description:
The user facility reported that the device overheated during a procedure to extract 4 wisdom teeth. The procedure was completed successfully without delay; however, the patient was burned in the inner cheek (2 cm x 1 cm) which resulted in the patient receiving 2 stitches.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated during a procedure to extract 4 wisdom teeth. The procedure was completed successfully without delay; however, the patient was burned in the inner cheek (2 cm x 1 cm) which resulted in the patient receiving 2 stitches.